Event description:
Routine complaint investigation when a consumer reported receiving a low reading of 108 mg/dl on their relion blood glucose monitor when compared to a laboratory value of 325 mg/dl. The values, when plotted on a parkes error grid, fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.